Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use and replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: (ipg) implanted: 2009-(B)(6), product ID 5554-45 implantable pacing lead, implanted: 2009-(B)(6). (B)(4).